Event description:
Additional information indicated that the device was explanted and replace. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing was noted on the device. The cause is suspected to be due to loss of contact. Technical support suggested performing a software upgrade which will be completed in the next patient follow-up in clinic. The patient was stable with no consequences.